Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed to continuous come from the cartridge. Customer's blood glucose level was 272 mg/dl. The customer changed the cartridge and successfully resume insulin delivery.